Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting the patient experienced a right hip dislocation requiring unknown medical intervention. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right bipolar hip arthroplasty and was converted to a total hip arthroplasty after an unknown amount of time. One day later the patient experienced a dislocation and underwent unknown medical intervention. Attempts have been made and additional information on the reported event is unavailable at this time.